Event description:
It was reported if the presenting is non capture on the left ventricular (l v) lead . No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).